Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose level was 165 mg/dl. Recommendation was made to change the cartridge.